Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed pacing impedance measurements gradually increased and were now greater than 2000 ohms. It was noted that sensing and threshold measurements were within normal limits. Isometrics were performed and 4 beats of oversensing were observed. No adverse patient effects were reported.